Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, patient was presented with following pre-op diagnosis: severe lumbar spinal canal stenosis, l4-5 and l3-4 with grade I degenerative spondylolisthesis, l4-5 with intractable back and radicular leg pain. Procedure: decompressive lumbar laminectomy at l3, l4 and l5 with a bmp lateral mass fusion at l3-s1 using a right iliac bone graft. As per-op notes: ¿..bmp lateral mass fusion was placed from l3 through s1 bilaterally and was sprayed the area with tisseel.¿ patient alleges unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.